Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the vt was true vt with concurrent af (double tach) and the shock was appropriate and broke (resolved) the vt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the patient experienced a shock. Because right atrial lead undersensing was occurring and the patient had "persistant" atrial arrhythmia. It was unclear if the therapy "deliver" was for true ventricular tachycardia (vt) or for atrial fibrillation with rapid ventricular response (af with rvr) because the cardiac resynchronization therapy defibrillator (crt-d) may not be able to discriminate. The lead and device remain in use. No further patient complications have been reported as a result of this event.